Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, for the malfunction noisy image the cause was traced to be component failure and for the malfunction dirty objective lens the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation the colonovideoscope had a noisy image and a dirty objective lens. There was no patient involvement.